Event description:
The customer was hospitalized with dka. Also the customer had nausea, and was vomiting. The customer was disconnected from the pump two days before the admission and will remain disconnected. The customer stated that they do not know how to operate the device or calculate the carbohydrates to determine the amount of units to bolus. It was stated that the customer has been in the pump therapy for only three weeks. Troubleshooting was performed. The pump passed the functional testing.